Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma and cough. The patient did receive medical intervention and saw a pulmonologist, had an x-ray and was placed on an cortisone inhaler. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation that a CPAP device's sound abatement foam became degraded and caused asthma and cough. The patient did receive medical intervention and saw a pulmonologist, had an x-ray and was placed on an cortisone inhaler. Despite of multiple attempts made to "(B)(6)" by email on (B)(6) 2022 the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 and unique identifier (UDI) # in section d4 updated/ corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused asthma and cough. The patient did receive medical intervention and saw a pulmonologist, had an x-ray and was placed on an cortisone inhaler. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation,observed that the top enclosure had a crack in on the left side. The ui knob was missing from the device. An unknown dust contaminant was observed on the top enclosure, pca, flow manifold, blower cap, blower, blower bellow, lower blower housing, side panel, sound abatement foam, the air inlet seal, and bottom enclosure. This unknown dust was likely caused by an outside source. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there is no confirmed presence of degraded sound abatement foam.